Event description:
On (B)(6)2020, additional information was received from a family member of the patient. The caller reported that the patient's pump was replaced on (B)(6) 2020 due to normal battery depletion. During the procedure, the surgeon came out and told the spouse that they had to "redo the lines". The hcp said the lines / tubes were "crimped" or "kinked somehow".

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted:(B)(6) 2013 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6),implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type catheter h3:the catheter was returned and analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 6.3 mg/ml via an implantable pump for spinal pain. It was reported that the patient experienced increased pain one week prior to the device replacement date. The date (B)(6) 2020 is considered an approximate date of event (month and year known only). The patient came in for a routine pump replacement on (B)(6) 2020 regarding end of service (eos). It was further noted that prior to going into the operating room, the patient stated they had increased pain and felt it wasn¿t working as well as before. In the operating room on (B)(6) 2020, they attempted to aspirate and did not get a steady return flow. It was further described as being very bubbly. They could get some morphine / cerebrospinal fluid here and there to add up to at least .4 ml and were able to flush and do a dye study per a physician. It was further noted that they could flush the catheter well but were not ever able to get a return flow into syringe. After performing dye study, they noticed on x-ray a leak at t11, which was one vertebral body before the tip of catheter, which was at t10. They explanted the entire catheter and replaced with a new. This older catheter was indicated as only being 7 years old, implanted in 2013. After implant, patient was well. After checking on patient the day after, he was content and happy with new pump and catheter. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there was no record of external factors. The pump and complete catheter were explanted and replaced. The catheter was to be returned to the manufacturer for analysis. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.